Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. It was initially reported that the patient was scheduled to undergo explantation on (B)(6) 2019. However, the additional information indicated that the date of explantation was (B)(6) 2019. The relevant field has been updated. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: according to the information provided, it was reported that the patient experienced a deflation on the right breast saline implant. During visual evaluation of the sample, a crease was observed on the anterior view. Within the crease a tear was noted , measuring approximately 0.1 cm . No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right-sided deflation. Concomitant medical products: 425cc mentor smooth round moderate profile (catalog #: 350-1670, lot#:211295). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile and experienced postoperative right-sided deflation. As a result, the patient is scheduled to undergo explantation on (B)(6)2019.

Manufacturer narrative:
On 12/05/2019, a manufacturing record evaluation (mre) was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).